Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the customer experienced an issue with the force bipolar instrument. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: no broken conductor wire observed at the instrument wrist. No other physical damages observed on the instrument. No material missing or detached from portion of the device that enters the patient's body. No allegation of unclamping failure while the instrument was gripping tissue. No report of issues related to non-intuitive or uncontrolled motion.